Event description:
Pt suffered 2nd degree burn to interior left foot including 3rd, 4th and 5th toes. This injury to his left foot resulted in extended hospitalization. The bed motor (located at the foot of the bed) is warm to touch through the protective padding.